Manufacturer narrative:
Citation: abdel-wahab m et al. Clinical valve thrombosis after transcatheter aortic valve-in-valve implantation. Circ cardiovasc int erv. 2018 nov 16;11(11):e006730. Doi: 10.1161/circinterventions.118.006730. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the rate, predictors, and treatment outcome of clinical valve thrombosis after transcatheter aortic valve-in-valve implantation. All data were collected from 7 centers between september 2007 and november 2016. The study population included 300 patients (predominantly male; mean age 79 years; mean weight 81 kg), 102 of which were implanted with a medtronic corevalve bioprosthetic valve, 36 were implanted with a medtronic evolut r bioprosthetic valve, 101 were previously implanted with either a medtronic mosaic bioprosthetic valve or a medtronic hancock ii bioprosthetic valve, and 8 were previously implanted with a medtronic freestyle bioprosthetic valve. No serial numbers were provided. Among all corevalve and evolut r patients, adverse events included: second transcatheter valve implanted, new permanent pacemaker im plantation, major stroke, valve thrombosis/thrombotic mass, partial or complete restriction of leaflet mobility, leaflet thickening, prosthesis patient mismatch, major vascular complications, major bleeding complications, significant transvalvular regurgitation, a nd elevated mean transvalvular pressure gradients. Among all mosaic, hancock ii and freestyle patients, adverse events included: bioprosthetic valve degeneration due to stenosis, regurgitation, or combination of both requiring valve-in-valve implantation (transcatheter aortic valve placed inside degenerated surgical aortic valve), valve thrombosis/thrombotic mass (mosaic and hancock ii recipients), elevated mean transvalvular pressure gradients, and low left ventricular ejection fraction. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.